Event description:
The issue reported involved the insulin gauge displaying an amount different from what was expected. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller in filling and loading the cartridge onto the pump, allowing the customer to resume insulin delivery.